Event description:
It was reported that during a laparoscopic cholecystectomy procedure, while the device was being fired the clips ejecting and the jaws tore the tissue. This occurred from the first to the fifth firing. The torn tissue was repaired with another device. It is unknown if the clips fell into the patient, but if they did fall into the patient they were retrieved. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Additional information: which firing of the device did this event occur on? First through the fifth. What vessel or structure was the device fired on at the time of the event? Unk. Was the clip fully advanced into the jaws prior to firing? Unk. Was there any torquing or twisting of the device present at the time of firing? Unk. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? Unk.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.